Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic cholecystectomy event description: how was the device being used: laparoscopic procedure. After 4 clips used it stopped releasing clips properly. Clinical impact to patient: unk. 12.12.25 additional information received from an applied medical representative via email: please find response from [name] regarding the procedure. 1. Name of procedure being performed: laparoscopic cholecystectomy 2. Patient status: intubated? Stable, but there wasn't any major bleeding when this was used 3. How was the device being used/what action was being performed when the event occurred?: to clip a vessel 4. Describe the event, including any relevant information that might impact the investigation. Clip applier was functioning until using 4th clip, upon which it stopped releasing the clip properly. 5. Was there any clinical impact to the patient as a result of the event (e.g. Clinical signs, symptoms, conditions, or overall health impact)? If so, please explain. No injury to the patient has been reported to occur in this incident. 6. How did the user resolve the situation (e.g. Was the device replaced or was additional intervention required)? We opened a new one 7. What other instruments (if any) were used when the complaint event occurred?: nothing else, we just opened a new one. Intervention: we opened a new one patient status: stable, but there wasn't any major bleeding when this was used. No injury to the patient has been reported to occur in this incident.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: how was the device being used: laparoscopic procedure. After 4 clips used it stopped releasing clips properly. Clinical impact to patient: unk. 12.12.25 additional information received from an applied medical representative via email: please find response from [name] regarding the procedure. 1. Name of procedure being performed: laparoscopic cholecystectomy. 2. Patient status: intubated? Stable, but there wasn't any major bleeding when this was used. 3. How was the device being used/what action was being performed when the event occurred? To clip a vessel. 4. Describe the event, including any relevant information that might impact the investigation. Clip applier was functioning until using 4th clip, upon which it stopped releasing the clip properly. 5. Was there any clinical impact to the patient as a result of the event (e.g. Clinical signs, symptoms, conditions, or overall, health impact)? If so, please explain. No injury to the patient has been reported to occur in this incident. 6. How did the user resolve the situation (e.g. Was the device replaced or was additional intervention required)? We opened a new one. 7. What other instruments (if any) were used when the complaint event occurred? Nothing else, we just opened a new one. Intervention: we opened a new one. Patient status: stable, but there wasn't any major bleeding when this was used. No injury to the patient has been reported to occur in this incident.